Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and multiple placement signal low alarms were noted. No issues with optical parameters were observed at time of alarms. Clinical details noted that pump position was checked and found to be in proper position, with no changed in motor current. The root cause of the optical signal issue is most likely patient condition. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the pump lost placement signal. Support was continued, and no harm occurred to the patient.